Event description:
A report was received via the FDA medwatch medical products reporting program dated 04/12/2006. Patient reports event began with discomfort in his lef eye in late 04/2005. The patient was using renu multi-purpose solution and a store brand generic at that time. As his eye pain increased, the pt presented to an eye clinic where he was diagnosed with a filamentous fungus [pseudallescheria boydii] corneal ulcer. Due to residual scarring, the pt's left eye has a va of 20/200. The pt stated that he is legally blind in the affected eye and may require a corneal transplant. The pt's physician reported that the pt was diagnosed with fungal keratitis in his left eye secondary to contact lens overwear and rec'd unspecified treatment for nine months. The corneal ulcer was located within the central 4 mm of the pt's cornea; a culture confirmed a filamentous fungi infection. This condition has resulted in corneal scarring and a permanent decrease in vision for the pt.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to report fusarium keratitis, there were no fursarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.